Manufacturer narrative:
Correction h11: the issue of the device not recognize an open door when attempting to load a set that was found during evaluation would not lead to a death or serious injury if it were to recur. This issue would only occur during set up and would render the pump unusable. This may result in a delay of using the pump, as the user would have to choose another pump for use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air-in-line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air-in-line" was not reproduced, instead the device alarmed reload set (air detector) with a loaded set. A review of the event history log revealed "air in line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor calibration out of specification. The ultrasonic sensor requires replacement to address this issue. Additionally, during evaluation the device did not recognize an open door when attempting to load a set. The cause was determined to be the lower auxiliary latch switch sticking intermittently. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.